Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noisy signals. Technical services (ts) was consulted and discussed device programming and recommended further in clinic examination since patient had sternal wires. X-ray imaging was performed and images indicated there was no contact with the sternal wires, so a pocket fracture was suspected. Ts recommended to continue to monitor the patient. This electrode was explanted. A new device was implanted. No additional adverse patient effects were reported. The electrode has been returned and analyzed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined fractures were located approximately 92 and 95 mm from the terminal pin, in the area distal to the sensing electrode. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In december 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noisy signals. Technical services (ts) was consulted and discussed device programming and recommended further in clinic examination since patient had sternal wires. X-ray imaging was performed and images indicated there was no contact with the sternal wires, so a pocket fracture was suspected. Ts recommended to continue to monitor the patient. This electrode was explanted. A new device was implanted. No additional adverse patient effects were reported.